Manufacturer narrative:
At this time this product has not been return, upon return and analysis this investigation will be updated.

Event description:
Boston scientific received information that during a follow up an increase in pacing threshold was noted as well as a decrease in r wave amplitudes on this right ventricular (rv) lead, while the pacing impedance measurements were stable. An x-ray was performed and it was noted that this rv lead had dislodged thus a repositioning procedure was planned. Upon attempting to reposition the lead the helix would only partially retract thus a new lead was used. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted that the helix was fully retracted but due to a stretched helix, the helix appears as if it is still in an extended position. There was dried blood and body fluids noted in the helix housing. A thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing confirmed that the helix mechanism was no longer functioning normally due to induced damage.